Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported having issues/difficulties since implant. The patient stated that when she first got the pump put in ¿I could feel the incision pain and they gave me something for the pain - I realized my hip was numb and I had no pain at all - the incision pain was gone and it felt numb, but I found out later they never put anything in there for numbing the pain and for 4-5 days I had no pain at all and didn't have to take any oral meds¿. The patient stated, ¿the monday after the implant I started hurting a little bit, and my pain continued to get worse and by wednesday after the implant I was in full blown dt.¿ the patient confirmed she meant she was going through withdrawals. The patient stated that she was having a lot of pain and had not been able to sleep. The patient called her surgeon, and they told her to call her managing doctor and for them to make sure that everything was working. The patient stated that she was in so much pain that on friday, march 8th they gave her dilaudid and that weekend she was feeling better. They also gave her oral norco (prior to the pump she was taking 8 a day) and they told her to take 4-5 oral per day and to go in and have the pump checked. On monday, (B)(6) she went back in, and they checked the pump and told her that the pump is working, and they increased the morphine which didn't help her at all. The surgeon wanted her to go and have an MRI or CT scan and they decided to do a CT scan that was done wednesday, (B)(6) and they said they couldn¿t ¿see the leads¿ on this CT scan. The patient confirmed she meant the catheter. Then they did an x-ray, and the doctor couldn¿t see the catheter. On (B)(6) 2024, they did a catheter dye study, and they were able to see the catheter and the dye in the catheter and it was connected to the pump and the catheter was connected to the spine, but they didn't say if the pump was working and that it was pumping the dye and the patient wanted to know if the pump itself was working. Today ((B)(6) 2024) when she went to her surgeon, he told her he didn¿t know what to do because it was still not working. The patient then stated that according to the catheter dye study the pumpis working, however, the patient does not feel that it is working. The patient stated that the doctor said that ¿the report didn't say that the pump was working and that the pump was pumping the dye through, because that will take a while, they were probably pushing it through if they did, they didn't tell her.¿ she stated that her reason for calling today was that the doctor told her to ¿call in and find out if the pump was working at pushing the dye through at the time of the study - after they were done pushing the medication through was the pump still pushing medication on its own.¿ the patient stated that she was on a very low dose, and it would have taken a long time. She stated when they did the catheter dye study, she was sick for 2 days because of the dye being pushed through the catheter. She stated they took out 2cc's of morphine and they put in 2cc's of dye. She stated that she was nauseous and vomiting. The patient stated that since the dye study she was back to having to take all her oral medication again because the pump "is not working." She stated that she did not know if the pump had been interrogated. She then stated that there was a company representative there at the dye study and the representative said that the pump was working. The patient stated that the doctor that did the study was not their regular doctor. While on the call, the patient stated that her surgeon told her that ¿there is probably a piece on the side of the pump that is broken, it¿s a very rare occurrence.¿ the patient wanted to know if it is a known issue ¿where the piece on the side is broken and undone but the pump will show that it is still working and the catheter shows it is still working and getting the medication to the spinal area but it really isn't working because the piece on the side is broken and the medication is being put in the body cavity or something - making it look like it is working but it isn't ¿ it's a pin on a side."